Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported 4 sensors (serial numbers unknown). All sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported experiencing a skin reaction with wear of multiple adc freestyle libre sensors. Customer reported the sensors left "circular scars" on her arms and she experienced irritation, itching, draining of pus, pain, and discomfort. Customer also reported the reaction "looks like a chemical burn that peels off skin and makes the sensor fall off". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.